Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #'s 2242352-2012-00877 and 2242352-2013-01176 for the related reports.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. The device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the seal were inside the body of the loading device near the window. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Due to the multiple issues that the customer experienced with the heartstring iii device, an in-service from a maquet rep was conducted at the hospital. (B)(4).